Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. (B)(6) hospital, (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2011: the patient was pre-operatively diagnosed with right sciatica, bilateral loose s1 screw and lateral stenosis at l2-3 with retrolisthesis and underwent the following procedures: posterior spinal fusion, l2-3 and l5-s1. Laminotomy, l3 and l5. Hardware removal. Exploration of fusion mass. New pedicle screw placement bilaterally at s1. Reinsertion of set screws and rods, l2 to s1 with 2 crosslinks. As per operative notes,¿ once the decompressions were done, the rods were reinserted with new set screws. Set screws were tightened, and then 2 crosslinks were placed for further stability. At this time, the lateral gutter was cleaned of the soft tissue, and then bmp (bone morphogenic protein) with allograft was placed at the l5-s1, as well as l2-3 for revision fusion. At this time, the wound was copiously irrigated.¿ the patient tolerated the procedure well without any intraoperative complications.